Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change. Prior to the procedure, a fluoroscopy noted an insulation breach with externalized cables visible on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition pre, before, and after procedure.